Manufacturer narrative:
There is no general issue with the reagent or calibrator material. The instrument log file was analyzed regarding the elevated calibration signals for one affected reagent pack. It was noted that there were two reagent packs on board the instrument during the time of the event. The qcs of the current pack were within range. The qcs of the standby pack were both outside the acceptable ranges. The investigation determined that the issue was caused by the standby reagent pack that had calibrations and qcs that were out of range. The customer did not recognize that the qcs were out of range for the affected pack. There is no general issue with the reagent as other packs from the same lot worked properly.

Event description:
The initial reporter received questionable hba1c tq gen.3 results for 24 patient samples tested on the cobas 8000 cobas c 502 module. The initial results were reported outside of the laboratory. The physician called the laboratory to notify them that he believes there was a discrepant result. The reporter then reran qc and it was noted to be out of range. The reporter loaded a new reagent kit and the calibration and qc for this new reagent kit passed. They then reran patient samples tested that day and found 24 patient results were lower than the initial run. The reporter was able to provide two examples of discrepant results: sample 1 - the initial result was 5.9%. The repeat result was 4.9%. Sample 2 - the initial result was 7.5%. The repeat result was 5.7%. The reagent lot number is 629598. The expiration date is dec-2023.

Manufacturer narrative:
Upon reviewing the 26-oct-2022 calibration trace, the values for standards 2-6 were higher than previous calibrations and with the other lots. The customer disabled this reagent pack as a bad calibration was suspected even though the calibration passed as well as the qc. The field application specialist (fas) investigated the issue and recalibrated the suspected reagent kit using a newly reconstituted calibrator. The calibration was noted to be lower than the initial calibration. They then ran qc and reran some of the discrepant patient samples. The results were noted to be closer to the repeat results from the new reagent pack loaded in the afternoon of 26-oct-2022 the customer is now running their qc every 8 hours to verify. The qc has been in range. The customer does not run the assay with the sccs wash. Product labeling states "the instrument uses the following wash solutions for reagent probe wash and reaction cell wash: sccs additive to prevent reaction cell carryover in long hba1c batches (d3)." The investigation is ongoing.